Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of prior servicing indicates this is a repeat service event. The cause identified in prior servicing was the ultrasonic sensor and all service actions were completed during the last service cycle. The device was found out of specification in relation to the customer reported false air in line which was reproduced during testing. A review of the event history log identified air in line messages. The reported condition was verified. The cause was determined to be the ultrasonic sensor out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false air in line during testing in the biomed service department. There was no patient involvement. No additional information is available.